Event description:
A baxter service technician discovered a flo-gard infusion pump with a false air in line alarm. This problem was identified during product evaluation. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Device evaluation summary: the condition of a flo-gard infusion pump with a false air in line alarm was confirmed during product evaluation. The root cause was determined to be an improperly seated (B)(4) connector. The connector was properly seated to repair the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.